Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is failing operational test for defibrillation. The error logs state the therapy pca is at fault. There was no report of patient involvement.